Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 461 mg/dl at the time of the incident. No further details were provided regarding the high blood glucose; troubleshooting for the high blood glucose was declined. Troubleshooting was performed for the motor error alarm. The customer stated that the drive support cap was normal. The insulin pump was able to rewind as well. The insulin pump was returned for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded loose drive support disk. No motor position encoder error alarm on alarm history screen. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.